Event description:
It was reported that in june sometime mobile power unit caused no external power; the patient did not feel well, and speed dropped into the 2000¿s. The patient went to battery and had not had issues. It did not happen when the mpu was connected in clinic. There were also not alarms when the mpu connected to clinic's equipment. The alarms were unable to be reproduced in clinic. The patient had rescue tape on driveline from previous damage. The log file no longer contained data from june. There were no unusual events recorded in this log file event history. An ungrounded patient cable was requested as a precaution. X-ray images submitted were unremarkable with no obvious areas of cable degradation. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was removed from service. It was unknown whether the patient had further alarms since they had not received replacement.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was not confirmed. The submitted log file did not contain any data from the reported event date; however, the data in the log file did not indicate any issues with the mpu. Additional information provided communicated that the mpu has a v-lock connector on the ac power cord. It was noted that the mpu ac power cord did not become disconnected from the wall outlet or from the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. It was also noted that the mpu was exchanged and would not be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.